Event description:
Customer's son reported that on (B)(6), 2012 customer received a reading of 53 mg/dl on her adc blood glucose meter, which was lower than an unspecified reading received by a healthcare provider. Caller further reported his mother was experiencing symptoms which he perceived to be caused by "low blood sugar", noting she was "shaking" and "was not feeling well". Paramedics were called, initiated an intravenous infusion of unknown type and transported her to a local healthcare facility. Customer was hospitalized for several days. It is unknown what diagnosis the customer received. At the hospital customer had blood drawn for laboratory analysis and received unspecified medications via intravenous infusion. Attempts to gather additional information were unsuccessful. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1261105) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. (B)(4).